Event description:
It was reported that during an akin osteotomy procedure, the pt received a bone fracture to the lateral side of the pt's great toe. The rptr stated that the surgeon found the device difficult to use. The device slipped various times during the procedure. The surgeon changed the technique to complete the case. Follow up information was provided that too much force may have been applied while tapping the device and that the pt is currently doing well. No further pt information was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device eval. Device history record review revealed nothing relevant to this event. Details requesting the depth of the osteotomy cut and size of k-wire utilized for the procedure were requested but not provided. Based on the information provided, the most likely cause of this type of event is application of excessive force while tamping the staple into the bone. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event rptr. If additional relevant information is obtained, a follow-up report will be submitted.